Manufacturer narrative:
Compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Pump passed displacement test, self test and unexpected restart error test. Pump passed all operating currents tested within the spec range and passed off no power test. Pump received with cracked battery tube thread, cracked reservoir tube lip,cracked case near display window corners, cracked on display window, stained end cap sticker, corroded battery tube and minor scratches on display window noted. No moisture damage noted on electronics and motor assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor. The blood glucose reading was unknown at the time of the incident. It was stated that the drive support cap was sticking out. There were significant events prior to the alarm. The customer was advised to discontinue use of the insulin pump and revert to their back-up plan. The insulin pump will be replaced and will not be returning for analysis.